Event description:
Over time, there was a further decline in hearing and the patient is out of criteria for the bci.

Manufacturer narrative:
Based on the received information from the field, the recipient fell out of the audiological criteria for bonebridge due to progressive hearing loss caused by otosclerosis. Therefore, re-implantation with a cochlear implant is planned. Furthermore, device investigation results showed a demagnetization of the implant and transducer magnets likely caused by an unreported MRI examination with 3.0 tesla, which is contraindicated for this device. This is a combined initial and final report.